Manufacturer narrative:
The company cartridge was returned in an opened peel pouch. Inadequate viscoelastic was observed in the cartridge. No cartridge damage was observed. The cartridge tip has stress lines, typical of a lens delivery. The cartridge has evidence that it was placed into a handpiece. The file indicated the use of a non-qualified lens model, with a qualified handpiece and a non-qualified viscoelastic. No problem was found with the returned cartridge. The customer may have been referring to stress lines. The stress lines observed are an expected occurrence with a lens delivery and do not denote a product deficiency. However, stress lines can be more pronounced if there is an inadequate amount of viscoelastic between the lens and the cartridge lumen or if the lens is not positioned correctly. There appeared to be a lack of viscoelastic in the cartridge. The instructions for use instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. In addition, a non-qualified viscoelastic combination was indicated. The IFU also instructs that company holdable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during the intraocular lens (iol) implantation the physician noticed that there were lines on the tip of the cartridge and its nozzle is irregular at the end of the surgery. There was no patient impact or damage and the patient had recovered. Additional information has been requested, however no new information is available.